Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) and healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the pt caught their stimulator on a door handle a week or so after the initial implant. They then lost symptom control and had a return of baseline symptoms of urinary incontinence and urinary frequency. Their lead impedances were all within normal limits. Despite appropriate sensation on programs, they could not get the same sustained symptom control as the trial. They tried all 7 programs. The hcp decided to take them to the or and replace the lead. In doing that the hcp noticed the ipg's most distal contact in the header had a strange look of discoloration and it looked like it turned copper. They didn¿t feel comfortable reusing the ipg. No troubleshooting was performed. The hcp said they always dried off the lead prior to inserting it into the header, so they didn't think it could be blood. The cause was unknown. Both the lead and the ipg were replaced and the issue was resolved.

Event description:
2024-dec-17 lfc1 (hcp): additional information was received from the health care professional (hcp).when asked about the hcp to clarify about the lead replacement. The hcp stated that no follow-up appointments have been scheduled as the replacement has not been planned. Patient was trialing the setting for 3 months and discussion will be scheduled after if it is applicable.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from health care professional (hcp). It was reported that the cause of the device getting disconnected was unknown. The most likely cause of the issue was reported to be the patient's fall on the door jam. To resolve the issue patient was to try different setting every month and compare results and choose the best option. The issue was not yet resolved. To resolve the issue of the lead being moved/lead migration , it will be replaced. The issue was not yet resolved. The fall's effect on the implant was unknown.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zc63 implanted: (B)(6) 2024: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zc63, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Continuation of d10: product ID 978b128, lot# va2zc63, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2zc63, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 11-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think their smart programmer has not been working. Patient states that the devices keep on disconnecting on them. After clarification questions, patient mentioned that the reason of why the think the external devices are disconnecting from their implant is because they keep on having accidents. Agent reviewed therapy information and general programming guidance. Patient was able to connect into their implant using their devices and there was no error. Patient was experiencing a return of symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient stating that their device keeps on disconnecting and they keep on having urinary accidents. Patient mentioned that this started after they fell on their doom jam, before the fall the device was just working fine. The patient mentioned that they have been working with their manufacturer representative (rep) to increase stimulation and changing programs but they continue having accidents. Patient mentioned that they were thinking that the lead may have moved and that's why they did not get relief. Patient mentioned that this has not been informed yet to the doctor but they have an appointment with them on (B)(6). The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that they met with manufacturers' representative(rep) a couple weeks ago and they set up 3 new programs. Caller stated that it worked for a couple days and then it didn't work for them anymore. Agent asked the caller if the therapy was not working because they started having the same symptoms as before and caller confirmed. Caller mentioned that they had an x-ray on wednesday the 9th of october and rep thought that one of the wires was not functioning correctly. Patient reported baseline symptoms returned / lost therapy benefit. The patient was redirected to their healthcare provider to further address the issue.